Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. Since the subject device was not sent to the legal manufacturer, the suggested event was not inspected. Therefore, it was not possible to specify a cause of the suggested event. The user can detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. D8: selected in error, as this information is unknown.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope displayed scope communication error (b30 and e315) messages. The customer further explained that the error codes ¿comes and goes.¿ there were no reports of patient harm associated with this event.